Event description:
It was reported the pump was displaying constant occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.